Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised. Intraoperatively discovered obvious fluid collection, staining with significant amounts of metal debris and blackened tissue consistent with metallosis. On the left side, significant corrosion was noted on the trunnion.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the warsaw and international complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.